Manufacturer narrative:
Upon visual inspection, the face gear was found to be worn. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure the radiolucent right angle drive was producing metal shavings. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the radiolucent right angle drive was producing metal shavings. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.